Manufacturer narrative:
Event did not occur in surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending.

Event description:
On 16 june, the distributor reported that during receipt of the product, it was noticed that the screwhead was loose. The malfunction, screw disassembly, has resulted in an adverse event in the past.